Event description:
It was reported that the device leaflets were observed to be prolapsed before use. Reportedly, this was observed when the device was removed from the jar. It was additionally reported that the device was opened in the surgical field and there appears to be blood on the device; however, it was not implanted.

Manufacturer narrative:
Device not returned.